Event description:
During initial assessment of a returned homechoice machine, a baxter technician found a se2240 on (B)(6) 2010. No patient injury or medical intervention was reported. This is report 2 of 2.

Manufacturer narrative:
(B)(4). The system error (se) 2240 alarm was identified by product analysis lab (pal) in the logs during evaluation of a homechoice (hc) device in patient alarm log. Not enough data is available within the complaint to identify root cause, therefore, the cause of the complaint was not determined. The lot number is unknown, therefore, a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).